Event description:
It was reported the device motor not running error. No patient injury reported.

Manufacturer narrative:
The device was received with both seals intact and cracked on right plunger case and broken bottom case by right corner. The history log showed motor not running. The device was tested using the occlusion test. The reported issue was duplicated the motor not running was found at occlusion test. It was found the main board misaligned due to pump been dropped or mishandled by customer. The root cause was attributed to customer damaged. The tech realigned main board, cleaned and greased the whole motor assembly. Performed pm maintenance and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).